Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had horizontal lines. The event occurred during preparation for use or a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was no image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to no image due to the charged coupled device unit being broken, additional findings are as follows: insulation resistance value did not meet the standard due to a broken insertion pipe; light guide connector was not waterproof due to deformation; bending section cover adhesive was floating; video connector was scratch; and e311 showed on screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the charged coupled device unit becoming damaged due to physical stress applied to the insertion part while the user was handling it. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.